Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to high impedances. The lead was replaced. The patient was stable post operation. The facility discarded the device per facility guidelines and won't be sending it back for further analysis.